Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that it was reported in a medwatch report (B)(4) that approx. 1-2mm of the tip has broken off in patient during a shoulder procedure and could not be retrieved. Patient is doing fine to date. Right rotator cuff procedure. Risk manager noted that the patient is aware of incident. The surgeon stated to the patient that he may have removed the tiny piece through suction as he did not see it on the x-ray.